Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber did not pass a ventilator leak test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The returned complaint chamber was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: no damage was observed on the returned complaint chamber. The pressure test and waterbath test confirmed the reported leak. Visual inspection revealed that the glue had been applied to the tubing properly and provided full coverage around the tube, however it appeared that the glue was only partly bonding. A lot check revealed no other complaints of this nature for this lot number. Conclusion: visual inspection of the water feedset tubing showed that a sufficient amount of glue had been applied to the tubing. We are unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).